Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. Vascular access was obtained via the left femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left internal carotid artery. A 180cm non-bsc guide wire was inserted and a 10x40mm non-bsc stent delivery system was advanced. The stent was directly implanted after which it migrated approximately 5mm to 10mm. The 8x30mm express vascular ld stent delivery system was then inserted with the intention of the stent being deployed at the ostium of the migrated non-bsc stent , however, the express stent system could not cross the lesion. To facilitate crossing, inflation was performed with a 7x20cm non-bsc balloon. The express stent system was again advanced and once more did not cross the lesion. A third attempt to deliver the stent system using a 6fr-25 non-bsc introducer sheath through the lesion was made but was also unsuccessful. Next, the introducer sheath was inserted in the right femoral artery and the express stent system was advanced for a fourth time; however, this attempt to cross the lesion also failed. During the attempts to cross, it was observed that the stent had moved on the balloon. Due to this movement, the express stent was implanted in the right common iliac artery. Stent implantation in this vessel had not been planned. To continue the procedure, an 8.0x20x135cm express vascular ld stent was advanced; however, this device did not cross the target lesion. An 8-40mm non-bsc stent was then advanced via the left femoral artery and successfully implanted. Inflation was subsequently performed with a non-bsc balloon and the procedure was successfully completed. No further patient complications were reported and the patient's status is listed as good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).